Event description:
Due to the patient incurring a hematoma, the surgeon decided to revise the ceramic head and dm liner. No x-rays are available. The explans were kept by the hospital due to hospital policy. (B)(4).